Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigators confirmed no illumination of display during startup. Pump had audible tones during startup. The pump audible and vibratory alarms are operational. Opened pump to investigate. The display screen is cracked. Removed broken screen and replaced it with a test screen. Test screen worked with no issues found. Unable to complete step 10 because of damaged display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.